Manufacturer narrative:
(B)(4) information was not provided by the contact. Release button. Batch # l54380. The analysis found that one psee60a device was returned in good visual condition and with one gst60b cartridge loaded on the device. The reload was received unfired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. Event could not be confirmed as the device closed and opened without any difficulties noted. Once the device completed the firing sequence the knife returned home automatically as intended. The knife reverse button force worked properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open pancreaticoduodenectomy, the jaws did not close at the 3rd firing and the device was fired with the jaws closed by hand. Another device was used to complete the case. There were no adverse consequences to the patient.